Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient was found unconscious at home and transported to the hospital. They were unsure if her hospitalization was related to use of the omnipod device. The patient stated that she was using a new dexcom g7 continuous glucose monitor that emitted an unspecified alert, and the patient removed it, but she was uncertain how the dexcom alert was related to the incident. The patient suspected a possible urinary tract infection may have contributed to her condition but was unsure. The patient remained hospitalized at the time of reporting, with no anticipated discharge date provided. No further details regarding medical diagnosis or treatment could be obtained despite multiple good-faith efforts for additional information. No other details were documented. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. H2: additional information. H6: type of investigation - additional. H6: investigation findings. H6: investigation conclusion.

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6) 2026. An account is visible for data investigation; however, there is no data available near the reported event date. Confirmation of the complaint is undetermined via data. The probable cause could not be determined via data. No additional patient or event information is available.